Event description:
Subsequent to the previous medwatch report filed, additional information was received: per the study physician, the mitral valve replacement, tricuspid valve repair, and the subsequent maze procedure are not related to the implanted clips and not related to the index procedure.

Event description:
This mitraclip report is filed due elective mitral valve replacement surgery performed 4 years and 8 months post device implantation. The clip cannot be excluded as a potentially contributory to the event. It was reported on (B)(6) /2009, two mitraclips were implanted in a patient with degenerative mitral regurgitation (mr), successfully reducing the mr from 4+ to 1+ with no reported device issue. The patient was discharged home the following day. On (B)(6) 2014, the patient underwent an elective mitral valve replacement, tricuspid valve repair with ring placement and maze procedure. The study physician did not provide a device relationship to the elective mitral valve replacement. There was no additional information provided.

Event description:
Subsequent to the initial medwatch report, the additional information was received: the patient is doing well post-operatively. As the study physician has not received the pre-operative transthoracic echocardiogram results, the study physician is unable to determine if the mitraclips caused or contributed to the mitral valve replacement, tricuspid valve repair with ring placement, and maze procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Additional information was received from the physician indicating that the mitral valve replacement, tricuspid valve repair, and the subsequent maze procedure are not related to the implanted clips and not related to the index procedure.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation and there was no reported device malfunction. A review of the device history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Additionally mr, surgical procedures and hospitalization may be related to the procedure, pre-existing co-morbidities or prior conditions. In this case, the patient underwent elective valve replacement almost 5 years after the initial mitraclip procedure. There was no provided device relationship to the elective valve replacement; the study physician has not received the pre-mitral valve repair procedure transthoracic echocardiogram and therefore is unable to determine if the mitraclips caused or contributed to the mitral valve replacement, tricuspid valve repair with ring placement, and maze procedure. Based on the information reviewed, a definitive for the reported patient effects and the relationship to the device, if any, cannot be determined. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.